Event description:
A "reasonably healthy" pt underwent a routine l3-l4 microdiscectomy in 2000. Approximately 2g of adcon-l was applied. Gelfoam application and irrigation with hydrogen peroxide or antibiotics was not performed. At the very end of the procedure, which lasted 2 hours, 15 minutes after application of adcon-l, the pt experienced a fall in blood pressure and co2 saturation while still intubated. Extremities appeared cyanotic. The pt was promptly resuscitated and administered 100% o2, IV fluids, epinephrine, and hydrocortisone. The EKG remained unchanged (sinusal rhythm). A partial thromboplastin time (ptt) was longer than 140 sec (normal range 60-70 sec). Further attempts to stabilize the pt's vital signs did not succeed, and the pt remained unconscious until death. At this time it is not clear whether the thrombosis "likely related to a disseminated intravesicular coagulation (dic) disorder" or the brain herniation was the cause of death, as the sequence of the 2 events is still uncertain. Also, both the nature and the role of the left "mca" stenosis remain undetermined.

Event description:
The following info was included in the current report received on 4/29/2002. "Left cerebral infarct secondary to middle crebral artery occlusion. Pt admitted for surgical treatment of herniated left l 3-4 disc. Microdiskectomy at l 3-4 performed. At conclusion of surgery, adcon-l applied. As dressing applied, pt had loss of pb co2 output and oxygen saturation. CT & MRI scan confirmed large infarct of left hemisphere. Pt expired after 3 days. At autospy, in the vens of the lungs & spinal canal, an ammorphous substance, which is most likely a foreign body, possibly thought to be adcon-l is seen. It is thought that the pt in some way had embolized this material which had been placed in routine fashion in the epidural space."